Event description:
It was reported that the video system center displayed image flickered. The issue was identified during an inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue was not established the most probable cause of the no-image condition was failure of the rx module, which was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.